Manufacturer narrative:
A root cause could not be determined. Calibration and quality control results information did not a general system or reagent issue. Indicate any issue with the system or reagents. No patient adversely affected by the event.

Event description:
The user received a questionable total psa generation 2.1 (tpsa) result for one patient sample that had been aliquoted by the modular preanalytic device. The initial result was 0.457 ng/ml and was reported outside the laboratory as 0.46 ng/ml. The physician called to question the validity of this sample result and the user retested the sample on a different analytical e module analyzer. The result was 100 ng/ml with a data flag. The instrument performed an automatic rerun with an auto dilution and the final result was 138.1 ng/ml with a data flag. This result was considered to be correct. A corrected report was issued. The patient was not treated based upon the erroneous result and no adverse event occurred. The tpsa reagent lot number was 16405201 with an expiration date of 05/31/2012. The field service representative was unable to replicate the issue and could not find a cause. He suspected there was a bubble in either the sample or the reagent. He checked the fluidics and mechanics for any issues and ran performance testing for validation purposes which passed with very good results.